Event description:
During the transection just above the rectum the covidien stapler ta-90 3.5 was positioned for use and there was a misfire. There were no staples in the load. The surgeon performed a hand-sewn closure of the rectal stump in two layers. Once the rectal stump was closed it was further sealed with a surgical adhesive.